Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on (B)(4) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. She stated the unaccounted refractive surprise amount is secondary to the lens moving forward due to a large capsulorrhexis. She reported the lens was exchanged for another model iol. During the iol exchange, the surgeon reported a floppy iris and mild iris trauma. She stated following surgery, she noted corneal epitheliopathy due to pt medication and mild corneal edema. The surgeon reported the pupil is now round, but slightly eccentric with respect to iol and the pt refraction has not improved. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the second iol.